Event description:
Patient reported a blood glucose level on (B)(6) 2013 at 9:30 pm of 141 mg/dl; patient ate 1 be. Patient stated that on (B)(6) 2013 her blood glucose level at 1:30 - 2:00 am was 534 mg/dl; took correction after accessories changed on the infusion device. Patient's normal blood glucose level was not provided. Patient reported she thinks the infusion device delivers too low insulin and since a half year the device noises are louder. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result infusion set the used returned head set exhibits a single bend of the cannula. There is no indication that a nonspecific product had been delivered to the customer. A review of the complaint records showed no similar complaints for lot number 226846. The used transferset was visually inspected and tested for flow and tightness. The test results of the transfer set were within specifications. Pump the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer is related to a mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.